Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that there was poor sleeve function and blood splatter or leakage from device. The following information was provided by the initial reporter: problem with defective rubber adapter. When tubes are removed, blood continues to flow.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is sekisui. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following was corrected: a050401 added to annex a code. The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-november -28th. Material #: 367282. Lot/batch #: 23b09a1. Bd received 2 samples for investigation. The samples were evaluated by visual examination and functional testing, each used to draw 10 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and another 8 retention samples by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that there was poor sleeve function and blood splatter or leakage from device. The following information was provided by the initial reporter: problem with defective rubber adapter. When tubes are removed, blood continues to flow.